Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Device UDI: (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak, aneurysm enlargement and surgical conversion.

Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On unknown date, a proximal type I endoleak with aneurysm enlargement (size unknown) was identified. The proximal aorta neck was enlarged and there was no landing space to fix additional devices. The physician thought it would be difficult to treat the endoleak with additional endovascular procedures. On (B)(6), the stent grafts were surgically explanted and the native abdominal aorta was replaced with a vascular graft. The procedure was successfully completed and the patient tolerated the procedure. Reportedly, the patient is stable after the procedure.